Event description:
Per report, the edwards transfemoral balloon aortic valvuloplasty (bav) catheter burst after full inflation. The ic (interventional cardiologist) tried to pull the balloon catheter out through the sheath, but it was not possible as the balloon had burst transversal. The distal part of the balloon stopped like an umbrella over the sheath. The ic could not bring it lower than the common iliac artery. They have tried to pull the distal part with a snare and with biopsy clamps, but could not. To mobilize the balloon from cross over was not possible. They had tried to pull again, but still too much resistance. The vascular surgeon attempted to pull it out, but was also unsuccessful. The proximal part of the balloon and catheter were cut and pulled out with the sheath. The distal part of the balloon remained in the iliac artery, occluding the gluteal artery over 2 cm. The distal balloon remains fixed with a stent and the vessel was surgically closed.

Manufacturer narrative:
The device was received, and it's currently undergoing evaluation. This model (9350bc23) is not sold or marketed in the u.s., however, it is similar to model 9120bc23.

Manufacturer narrative:
Product evaluation: the balloon catheter was returned to edwards still inside the edwards expandable sheath. The guide wire lumen was returned detached from the balloon catheter assembly. Upon visual inspection of the returned device, only the proximal end of the balloon component was noted to be returned. The proximal side of the balloon appears to be significantly stretched. Balloon tearing is noted in two sections and is most likely due to the high force used in the attempts to retrieve the device back into the distal end of the sheath. No sharp edges or defects were revealed on the visual inspection that could have caused the puncture on the balloon. Since the working length of the balloon is unavailable, it is not possible to measure the double wall thickness and to inspect for defects on the balloon. Due to the fact that pieces of the balloon were not returned, an accurate observation of the burst and wall thickness measurements could not be conducted. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected during the manufacturing process, which makes it highly unlikely a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage, and the device is leak tested after the balloon is pleated and folded. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. A balloon burst increases the possibility of leaving a protruding section of the material that can interfere with an obstacle during retrieval. This interference could cause difficulty removing the delivery system or cause the balloon to sustain additional damage. In this case, the protruding balloon material appears to have stretched during retrieval, ultimately causing it to tear into two pieces. The reported balloon burst was confirmed, however, no manufacturing non-conformities could be detected. The condition of the returned device suggests that patient factors may have contributed to the event. Review of the device history records shows that the balloon catheter met specifications prior to its distribution. Imaging review: echo and cine images of the procedure were sent to edwards for review. The following observations were made by the edwards medical director: observations/impressions: severely calcified aortic root. The ostium of the left main coronary artery is severely calcified. During balloon aortic valvuloplasty (bav), the balloon inflates to its nominal diameter when the balloon ruptures near the vicinity of the ostium of the left main. This is supported by the dye preferentially opacifying the left coronary instead of the ascending aorta. The balloon rupture appears to be a result of the severe calcification at the ostium of the left main.